Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the uninterruptible power supply (ups) of the mobile view station (mvs) was beeping continuously and the viewing station shuts down when main power is disconnected. There was no patient present at the time of the issue.